Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event summary as reported, during placement of a central venous catheter for ongoing antibiotic therapy and resuscitation, the wire guide included in a micropuncture transitionless access set separated. The wire was advanced into the needle and right internal jugular vein; however, resistance was encountered after several centimeters of the wire was advanced. Resistance was also reported as the intern attempted to pull the wire back. The wire was repeatedly pulled with force before coming out of the patient. An ultrasound then found that the wire had separated, and part of the wire remained within the lumen of the vessel. The patient was taken to surgery, and, using bedside ultrasound, the wire was found to be lodged in the subcutaneous tissue, extending into the limb of the internal jugular vein. The surgeon dissected down to the vessel and when the wire was exposed, it was reportedly grasped, removed intact, and discarded. A CT angiogram of the chest was performed nine days later, revealing a 23-millimeter segment of retained wire in the neck, approximately 1.6-centimeters deep into the skin. The patient reportedly expired shortly after discovering the retained portion of the wire guide. Per the customer, the patient's death was not the result of the retained portion of the wire. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. There is no evidence to suggest the product was made out of specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The customer¿s event description stated that ¿it was recommended to pull harder to remove the guide wire. The attending pulled the wire with some force and the guidewire came out.¿ this is cautioned against in the device instructions for use (IFU). Based on the available information and a clinical assessment of the event, the cause of this event has been determined to be unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19jul2021. The needle had been removed prior to attempted manipulation and removal of the wire guide. The patient reportedly expired shortly after discovering the retained portion of the wire guide. Per the customer, the patient's death was not the result of the retained portion of the wire.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter: occupation = patient safety specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during placement of a central venous catheter for ongoing antibiotic therapy and resuscitation, the wire guide included in a micropuncture transitionless access set separated. The patient had been admitted to the intensive care unit with a prevertebral infection with cord compression and positive blood cultures. Because the patient's platelet count was 12,000, the micropuncture device was used to reduce the puncture size and risk of bleeding. The right internal jugular vein was accessed with the 21-gauge needle with good venous blood flow. The wire was advanced into the needle and vein; however, resistance was encountered after several centimeters of the wire was advanced. Resistance was also reported as the intern attempted to pull the wire back. The needle was removed; however, the wire was unable to be retracted. A vascular surgeon was consulted and recommended to pull harder to remove the wire. The attending physician then pulled the wire with some force, and the wire came out. An ultrasound then found that the wire had separated and part of the wire remained within the lumen of the vessel. The vascular surgeon was consulted again, and a plan was made to take the patient to surgery for exploration and removal of the device after platelets were infused. The patient was taken to surgery, and, using bedside ultrasound, the wire was found to be lodged in the subcutaneous tissue, extending into the limb of the internal jugular vein. The surgeon dissected down to the vessel and when the wire was exposed, it was reportedly grasped, removed intact, and discarded. A CT angiogram of the chest was performed nine days later, revealing a 23-millimeter segment of retained wire in the neck, approximately 1.6-centimeters deep into the skin. The user assumes that the wire stretched and separated upon the first removal by the attending physician and again upon the second removal attempt by the vascular surgeon.